Manufacturer narrative:
(B)(4). Concomitant medical products: arcos 14x190mm spl tpr dist pn 11-300914 ln 700950, unknown shell pn unknown ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-06452, 0001825034-2018-06453. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient experienced trochanteric and iliopsoas bursitis approximately two years post-implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Concomitant medical products: item # pt-106056, cup, lot # unk item # unk, liner, lot # unk item # 650-1057, head, lot # unk item # 11-300914, taper, lot # 700950 item # 650-1067, taper sleeve, lot # unk.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: regen/rnglc+ multi pn pt-106056 ln unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.